Event description:
The surgeon implanted a aa4203tl toric silicone lens. The lens tore upon insertion into the eye. The lens was removed. No pt injury. The iol injection cartridge, model # mtc60c fp, lot # unk. The iol injector, model and lot # is unk.